Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In 2008, the pt underwent surgery. The surgeon was implanting the screws when the screwdriver splintered. The surgeon attempted to retrieve all the fragments. The x-ray showed no fragments in the pt. The surgeon assumes the fragments were picked up with the suction. There was a surgical delay of two hours.